Manufacturer narrative:
The pt acknowledged that the battery cap issue was obvious and detectable by him prior to the blood glucose excursion. The pump user guide instructs the user to replace the battery cap every six months. The guide further cautions the pt that cracks, chips, or damage to the pump may impact the battery contact of the pump. The pump has not been returned to animas and the pt has continued to use the pump with a new battery cap with no reported subsequent events.

Event description:
The pt reported that the pump lost power sometime during the night and that the battery cap was loose. He stated that the cap was not tightening securely two days prior to this event. The pt reported that the battery cap threads are peeling and worn; he confirmed that the threads inside the battery compartment appear to be undamaged and there are no cracks around the battery compartment. He noted that the battery cap had not been replaced since the pump was put into use in (B)(6) 2009. The pt reported that his blood glucose in the morning was 523mg/dl. He denied nausea, emesis, or shortness of breath; he denied the presence of ketones; he reported a headache and frequent urination. The pt said he delivered a correction bolus via syringe. This complaint is being reported because the pt acknowledged that he knew the battery cap could not be securely attached to the pump and continued to use the device which resulted in a blood glucose elevation which is indicative of a serious hyperglycemic event.